Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during a secondary infusion of 100 ml of dexamethasone the nurse observed the medication dripping rapidly into the drip chamber. The 1 l primary bag of normal saline was on a hanger lower than the secondary bag and both bags were loaded into the pump which were programmed correctly. The medication in both bags were clear in color therefore it was difficult to differentiate what was occurring with the fluid in the tubing. The infusion was discontinued and a new secondary medication dose came from the pharmacy. A new primary bag with tubing was used as well. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of back flow was confirmed. The primary and secondary set were visually inspected and no issues were noted. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed backflow into the primary bag indicating a failing check valve. Disassembly of the check valve part resulted in discovery of a particle of pvc located between the housing seal area and the affixed silicone diaphragm disk. The cause of the backflow failure is a particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the pvc particle was not identified.

Event description:
The customer reported that during a secondary infusion of 100 ml of dexamethasone the nurse observed the medication dripping rapidly into the drip chamber. The 1l primary bag of normal saline was on a hanger lower than the secondary bag and both bags were loaded into the pump which was programmed correctly. The medication in both bags was clear in color therefore it was difficult to differentiate what was occurring with the fluid in the tubing. The infusion was discontinued and a new secondary medication dose came from the pharmacy. A new primary bag and tubing were used as well. There was no report of patient harm.